Event description:
It was reported that during a cranial procedure in the posterior fossa region of the skull, the perforator bit tore the dura. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was no returned to the manufacturer for evaluation, it was discarded. Investigation results indicate that the surgeon drilled in the posterior fossa region of the skull, which is in the suboccipital region. The IFU for this product states "caution should be taken to avoid use in skulls/skull areas that have thin bone (e.g. Temporal and suboccipital areas). Failure to comply may result in serious patient injury or death." However, as the device has not been returned for investigation, the event cannot be confirmed. Lot number information was not provided to permit further investigation. The root cause in undetermined.